Event description:
The device has been received for investigation in the original package. Reportedly, during implantation, in the box measurements could not be conducted due to insufficient coupling. A different max box and cable were tried, with the same result. A back-up implant was implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device_s circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been received for investigation in the original package. Reportedly, during implantation, in the box measurements could not be conducted due to insufficient coupling. A different max box and cable were tried, with the same result. A back-up implant was implanted.